Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient had paralysiert of the legs after pne surgery. The patient underwent bilateral pne testing. Intraoperatively everything went completely normally. We had a good motor response and forefoot flexion in s3. On the left was there any slight bleeding after the needle was removed. After surgery in the recovery room, when the patient woke up, they could feel their legs, but could no longer move them. A neurosurgeon was called in. A CT scan was performed, which was unremarkable. Blood values were also fine. The patient remains in the clinic for further investigation. CT scan, blood test, neurosurgical examination. Additional information was received on 2025-jun-20, the doctor informed manufacturer representative (rep) that the patient had their pne elektrodes removed that same day to perform an MRI. The results were negative. A psychologist was consulted, who prescribed medication for the patient. The next day, the patient felt better and was could move their legs.

Manufacturer narrative:
Continuation of d10: product ID 309201 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 306001 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4) ; product ID: 306001, serial/lot #: (B)(6), ubd: 07-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The indication for use was oab. The lead electrodes have been discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.